Event description:
It was reported via repair work order that the bed being unable to be lowered due to cherry switch was being depressed by the motion interrupt pan after customer modification by putting washers on the bolts to hold the motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.